Manufacturer narrative:
Manufacturing location has been corrected.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the patient presented with a type 1b endoleak in the left common iliac artery and underwent reintervention. The physician resolved the type 1b endoleak by coil embolization of the left internal iliac artery and extending the existing aaa device (11025248/ plc231200) into the left external iliac artery. The patient tolerated the procedure and resolution of the endoleak was confirmed.